Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary intervention procedure, a hole in the balloon was noted. The 9mm x 4.0mm maverick 2 monorail balloon had a hole. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in the product hoop with the product pouch and shelf carton. Blood and contrast were visible throughout the distal lumen. The distal tip was damaged. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located on the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary intervention procedure, a hole in the balloon was noted. The 9mm x 4.0mm maverick 2 monorail balloon had a hole. The procedure was completed with another maverick 2 balloon. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.